Event description:
During use of the device for a surgical procedure, the user reported the central control monitor would not perform the screen calibration. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.